Event description:
It was reported that the user¿s cgm supply expired and the ilet prompted to enter blood glucose or connect a cgm; the user did not act initially and presented with a reported blood glucose of 403 mg/dl, then received guidance to operate in bg run mode and to revert to subcutaneous insulin using humalog and lantus pens until new sensors are obtained. Symptoms included hyperglycemia without reported physical complaints. Outcomes included an unexpected medical intervention requiring medication and a delay to therapy, and the event was assessed as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.